Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced ongoing low blood glucose levels of 29 mg/dl; cause was unknown. Customer required assistance administering glucagon shots, and consuming carbohydrates and glucose tablets to treat low bg. Recommendation was made to discuss diabetes management with a health care professional.